Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient complained that the battery was moving around in the pocket even though they were receiving effective therapeutic relief. As a result of what was reported, the pocket was revised and the ins was placed more securely in the pocket. No further patient complications have been reported as a result of this event.